Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to established root cause as exact issue for blower failure is unclear. No response received after follow up attempts to customer.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, according to the logs, the unit was running very hot. Customer requested foe a blower under warranty which was denied. Advised to troubleshoot the blower, mainboard and fan due to unit also has fan error, which maybe was causing the issue. No root cause has been determined yet.

Event description:
It was reported to vyaire medical that a bellavista 1000 was having blower failure alarm. There was no information for patient involvement associated with the reported event.